Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse does ballooning test before use. During the test, the inflated tracheal cuff was not completely deflated. There was no reported patient involvement.